Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified solution, at an unspecified rate, via gravity. After an unspecified length of time, it was reported that an unspecified device was connected to the distal clave y-site of the tubing set for the delivery fo an unspecified chemotherapeutic agent, via IV push. It was reported that after the IV push delivery of the chemotherapeutic agent was complete, the plum pump was programmed at a rate of 999ml/hr for the delivery of an unspecified solution. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked at the connection to the pt connector. No specific details were provided. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. During testing, the option-lok male adapter was connected to a clave port of an extension set from hospira stock. No leaks were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The catalog number provided in this international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). The info on processing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel